Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which a 2.5 x 12 mm rx promus stent was implanted in an unknown vessel. On (B)(6) 2011, the patient was admitted with stent thrombosis. An angiogram confirmed the thrombosis in the study stent; however, revascularization was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.